Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of broken cable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument broke while in use and the cables were found sticking out. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-dec-2025: the wire fibers of the instrument broke off. No fragment fell into the patient¿s anatomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction(s): d4. Lot number was updated to: k12240418 0393.

Event description:
Refer to h11 for follow-up information.